Event description:
It was reported an air embolism and st elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa. The unknown stiff wire was removed. An unknown pigtail catheter was inserted into the was, but was not in the left atrium. They spiked a half empty bag of saline, so they ran out of fluid but didn't initially realize it. The physician voiced to stop the procedure, but the air already went through the pigtail catheter, into the was and into the left heart. The patient suffered an infarction and had st elevation for 5 minutes. The gave the patient epinephrine and fluids. The procedure continued and a watchman laa closure device was deployed, but fully recaptured because it landed too proximal. Another closure device was used and implanted successfully. The patient had a neural assessment and was fine; she had all of her cognitive abilities.